Manufacturer narrative:
The hill-rom technician found the center arm shattered where bottom pin goes through it most likely due to abuse. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The hill-rom technician found the center arm assembly is broken (siderail not latching). The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).